Event description:
Boston scientific received information that this device delivered a shock. The following day, the patient implanted with this device was presented for a device check. Upon interrogation, several inappropriate episodes were observed. Noise was observed in the most recent episode and was able to be recreated during isometric exercises. Pocket manipulation did not recreate the noise. Right ventricular (rv) lead pacing impedance measurements were fluctuating between 350 ohms to 305 ohms and the shock impedance measurement was 54 ohms. The patient reported feeling symptoms when the noise was observed. R-wave measurements were at 10mv, with a sensitivity of 0.6v and low threshold measurements. When the rv output measurement was increased, the patient immediately clutched the center of his chest. The integrity of the rv lead was suspected. An x-ray was performed and the lead was found to be fractured under the clavicle. A revision procedure was performed and the lead was extracted. During extraction, the lead was destroyed, therefore, would not be returned for reliability analysis. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.